Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. The console is noisy during filling the reservoir and tank sanitization. Removed the back panel to confirm where the noise is coming from and found it is from the circulation pump. Replaced circulation pump. Passed all the testing and is now ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device seems to be noisy when running in cooling and heating during the general maintenance checkup. Will sent into service depot for more inspection.